Event description:
Health professional reported a right side inflation. Follow-up findings: physician suspects seroma, surgery is pending and will confirm actual event.

Manufacturer narrative:
Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of inflation as follows: "if any unusual symptoms occur after surgery, such as fever or noticeable swelling or redness in one breast, you should contact your surgeon immediately". Device labeling addresses the possible outcome of seroma as follows: because the placement of breast prostheses for either cosmetic or reconstructive purposes is an invasive procedure, the risk of surgical complication should be addressed with the pt when assessing the safety of the procedure. As expected following any invasive surgical procedure, hematoma/seroma may inhibit wound healing and require surgical correction and/or explantation.